Event description:
It was reported that the during the procedure on (B)(6) 2018, the physician was unable to implant the lead due to patient anatomy. During an attempt to replace the lead the physician was unsuccessful in placing the new lead at s8 vertebral level. As such the physician did not implant the new lead, but repositioned the originally implanted lead.